Event description:
The ge oec 9800 fluoroscopy system displayed kv on in error message. System error was cleared with no further recurrence and no system performance issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. Facility bme will monitor issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.